Manufacturer narrative:
A sample was not returned for evaluation. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Refer to CAPA (B)(4) for complete documentation and action plans.

Event description:
It was reported that 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter had a blood leak from the tubing where the tubing connected with the plastic. No injury or medical intervention reported.